Event description:
It was reported that the patient underwent a left knee replacement procedure. Subsequently, the patient required revision surgery for reasons unknown. During the revision procedure, all implanted components were removed and revised to a competitor¿s device. The patient was reported to be in stable condition following the procedure. No additional information is available at this time.